Event description:
The customer contact reported that during start up, the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond on the lower portion of the display. This was due to contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.